Manufacturer narrative:
Pr (B)(4) initial emdr. There was no sample or photo available to bd for evaluation at the time of reporting. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record could not be performed as no batch/lot was provided. If any additional information or a sample becomes available a follow up emdr will be submitted with the investigation results. Initial reporter address information was not provided so it was reported as unknown with a country code of (B)(6). As the report originated inside the (B)(6) and the state as (B)(6) as that is the state this report was filed in. Date of event was unknown. Bd awareness date was used.

Event description:
It was reported that there is a wire or metal filament protruding from the jaw of boxlock area, causing it to catch on the suture. No patient injury was reported but an x-ray was performed on the patient.